Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device activity logs shows evidence of a coupling issue between the patient and device, but no evidence of a shock delivered. It's noteworthy to mention the device log was partially cleared prior to 8:00am the day of the event and no electrodes were returned for investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal and self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.